Event description:
Report 1 of 2. It has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing giving a molecular false positive result. The following has been provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? Strep. What results were reported to clinicians and was patient treatment affected in response? Gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. What result did the customer obtain from the bd product? Upon culture group g strep was recovered. What organisms were seen on gram stain? Gram positive cocci (2 bottles). What organisms grew on culture plate? Gram positive cocc, group g strep. What results were reported to clinicians and was patient treatment affected in response? Gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. List of occurrence date and bottles affected each occurrence date? On (B)(6) 2023, 3 total bottles. 2 bottles were from one patient. Two patients affected in this case. How many bottles had a false positive result on your bcid panel? 3. Was the biofire result dual positive (i.e. Two organisms detected)? Streptococcus species and candida tropicalis for 2 bottles.

Manufacturer narrative:
Correction: b.1. Adverse type: reported issue is both an adverse event and product problem. B.2. Event attributed to: required intervention. B.6. Relevant tests/laboratory data: gram stain. Culture plate. Patient erroneously treated with one dose of micafungin. H.1. Type of reportable events: serious injury. Imdrf annex f code: f23 - unexpected medical intervention.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442021 batch no.: 3151321 customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention samples and batch history record review results. H3 other text : see h.10.

Event description:
Report 1 of 2 it has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing giving a molecular false positive result. The following has been provided by the initial reporter: hazard, injury or erroneous results? Yes hazard, injury or erroneous results details what result did the customer obtain from the bd product? Strep what results were reported to clinicians and was patient treatment affected in response? -gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. What result did the customer obtain from the bd product? Upon culture group g strep was recovered. What organisms were seen on gram stain? Gram positive cocci (2 bottles) what organisms grew on culture plate? Gram positive cocci¿group g strep what results were reported to clinicians and was patient treatment affected in response? Gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. List of occurrence date and bottles affected each occurrence date (B)(6) 2023 3 total bottles. 2 bottles were from one patient. Two patients affected in this case. How many bottles had a false positive result on your bcid panel? 3 was the biofire result dual positive (i.e. Two organisms detected)? Streptococcus species and candida tropicalis for 2 bottles.

Event description:
Report 1 of 2: it has been reported that the bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) has been found experiencing giving a molecular false positive result. The following has been provided by the initial reporter: hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details what result did the customer obtain from the bd product? Strep. What results were reported to clinicians and was patient treatment affected in response? Gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. What result did the customer obtain from the bd product? Upon culture group g strep was recovered. What organisms were seen on gram stain? Gram positive cocci (2 bottles). What organisms grew on culture plate? Gram positive cocci¿group g strep. What results were reported to clinicians and was patient treatment affected in response? Gram stain of gpc was reported along with biofire report of streptococcus sp and candida tropicalis. The patient was treated with one dose of micafungin. List of occurrence date and bottles affected each occurrence date? (B)(6) 2023 - 3 total bottles. 2 bottles were from one patient. Two patients affected in this case. How many bottles had a false positive result on your bcid panel? 3. Was the biofire result dual positive (i.e. Two organisms detected)? Streptococcus. Species and candida tropicalis for 2 bottles.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic), there was a molecular false positive result. There was no report of patient impact.